Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was part of a chronic system explant due to a secondary device pocket infection resulting from a blood infection the patient experienced. Another device of the same model was implanted in a device pocket created on the opposite side of the patient's chest. There was no report of adverse patient effects due to either procedure.